Manufacturer narrative:
Citation: lennart van gils. Complete filter-based cerebral embolic protection with transcatheter aortic valve replacement. Catheterization and cardiovascular interventions. 2018 march 13; 91: 790-797. Doi: 10.1002/ccd.27323 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding filter based cerebral protection devices during the implant of transcatheter bioprosthetic valves. All data were collected from a single center between 2014 and 2015. The study population included 11 patients, one of which was implanted with a corevalve. Serial numbers were not provided. The study population was predominantly female; mean age 81 years. Among all patients adverse events included: complete heart block (chb) that required cardiopulmonary resuscitation (CPR) followed by a gastrointestinal bleed and ischemic stroke. The stroke occurred eight days post implant. Other adverse events included blood loss and permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.